Manufacturer narrative:
Minor scratched display window, cracked battery tube threads, adhesive on the address/serial number label, cracked reservoir tube, minor scratched reservoir window and cracked reservoir tube lip. Battery cap coin slot was slightly damage. Device received with 0.198 volts energizer alkaline battery installed. Slightly corroded battery tube and battery cap contact. Test energizer alkaline battery 1.605 volts. Device passed the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery and a21 error test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and the delivery accuracy test at 0.08740 inches. Device was unable to prime during prime/a33 test. Unable to determine the root cause of the prime anomaly due to device preservation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional legal information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on january 28, 2021 stated the following - the customer's cause of death was diabetic ketoacidosis. The customer was not feeling well for a few days before the event and had high blood glucose levels. The customer had complained of their insulin pump not working well. On (B)(6) 2020, the customer left work saying he was making a store run. When the customer did not make it home that night, the spouse called his work colleagues. The work colleagues found the customer passed away at a store parking lot. The customer was on the driver's side of the car with his seat reclined. The customer had also vomited. The customer's blood glucose readings at least a day or so before passing were high.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that the customer passed away in a parking lot on (B)(6) 2020 due to hyperglycemia. The customer's blood glucose reading was unknown. The customer did not have other illness. The insulin pump was worn at the time of incident. The insulin pump is not expected to return for failure analysis.